Event description:
Information received by medtronic indicated that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to covid and pneumonia. The cause of death was covid and pneumonia. The customer¿s blood glucose was 380 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. Customer was not using auto mode. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). Customer was taken to the ER and she was in the ICU. On (B)(6) 2021 the customer passed. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked retainer and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date on (B)(6) 2021 and the days prior to that date. On (B)(6) 2021 dailytotalofallinsulindelivered = 89.6, on (B)(6) 2021 dailytotalofallinsulindelivered = 72, on (B)(6) 2021 dailytotalofallinsulindelivered = 111.35, on (B)(6) 2021 dailytotalofallinsulindelivered = 97, on (B)(6) 2021 dailytotalofallinsulindelivered = 35.4, on (B)(6) 2021 dailytotalofallinsulindelivered = 0, on (B)(6) 2021 dailytotalofallinsulindelivered = 0. There was no data listed after on (B)(6) 2021. The pump passed the functional testing. During visual inspection, the pump had a corroded battery tube.